Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a caregiver who stated she came in the room to find that the supply bag was disconnected from the line and was empty. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the cause of the alarm was use error as the patient probably did not setup properly, and the disconnection had nothing to do with any malfunctioning supplies. The patient is currently doing fine with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error, incomplete connection. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.